Event description:
It was reported that the ventilator was giving a continual low pressure alarm while connected to the patient who was traveling in a car. The patient's mother changed out the circuit and the ventilator passed the leak test. The patient started to desaturate. The mother decided to manually ventilate the patient. The patient was placed on the backup ventilator once they arrived at home. No patient harm reported.

Manufacturer narrative:
Result: tubing.